Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alerted for a sensor error. The customer had a low blood glucose of 50 mg/dl and treated with food. The customer blood glucose was brought up to 156 mg/dl. The customer was unable to perform the test plug procedure.